Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Child abruptly stopped responding to sound on (B)(6) 2016. There was no accident or trauma reported and no changes in health.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. To determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not been made available yet.

Event description:
Child abruptly stopped responding to sound on (B)(6) 2016. There was no accident or trauma reported and no changes in health. Re-implantation is planned, but no date is scheduled yet for surgery.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The child abruptly stopped responding to sound. There was no accident or trauma reported and no changes in health. The patient was re-implanted.